Event description:
The customer reported a blood dilution leak from the secondary probe of the beckman coulter coulter lh 750 hematology analyzer. The customer stated that the leak was not contained and about <1 ml of blood had leaked. The customer was wearing personal protective equipment consisting of a lab coat, gloves and face protection and no exposure or injury was reported. Patient samples were not affected and there was no change to patient treatment in connection with this event. Beckman coulter field service engineer (fse) did not observe the leak while at the customer's facility but noticed that the blood sampling valve (bsv) knob was loose. Fse stated that the bsv became unaligned and allowed liquid to leak from between the shear valves. Fse replaced the bsv knob, saddle and cap and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).